Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-01319 / 01320).

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2002. A subsequent revision of the cup was performed (B)(6) 2003 due to loosening. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2003 due to an unknown reason. The modular head and acetabular cup were removed and replaced. Patient underwent further revision procedure on (B)(6) 2004 due to a loose acetabular cup, pain, and a trochanteric fragment. The modular head and acetabular cup were removed and replaced. Additional information revealed patient date of birth, and review of invoice history indicate date of second revision procedure occurred on (B)(6) 2004. Hospital records indicate date of revision procedure occurred on (B)(6) 2004.